Event description:
It was reported the patient experienced ineffective stimulation and in turn, stopped using her system about a year ago. Subsequently the scs system was explanted per the patient's request. Date of event is unknown.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.